Event description:
Reported conflicting results for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated that they received a positive and a negative quickvue otc result on the same day without mention of any confirmatory testing.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: online customer review.